Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected prime anomalies were noted. No unexpected insulin squirting out during manual prime noted. The test reservoir volume matched the units remaining in status screen. The no reservoir alarm functioned properly during the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with the reservoir. The customer stated his reservoir pushes insulin like a waterfall tubing fill tubing. The customer's blood glucose was 83mg/dl. Customer stated insulin is squirting out during manual prime process. Customer reported insulin continues to drip after letting go of the act button during the prime process. The customer stated saw a gap between the piston and reservoir stopper during prime. The customer was advised the pump will be replaced.